Manufacturer narrative:
This follow-up report is being submitted to relay additional information. All 3 devices were returned with debris in the sterile package. All 3 are confirmed to have debris in the sterile package.ats lab conclusion: the ftir spectrum of the very small hair-like debris sample for item number 131827120, lot number 056280 matches the major peaks in the ftir spectrum of cellulose. The result obtained for the ftir spectrum of the very small hair-like debris sample for item number 214227160, lot number 690520 was not conclusive. The result obtained for the ftir spectrum for the very small hair-like debris sample for item number 856135012, lot number 657330 was not conclusive. Device history record was reviewed and no discrepancies were found. The likely condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported upon inspection, the team member found debris in the sterile package. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable.